Event description:
The patient reported that on (B)(6) 2021 the needle button accidently released prior to the completion of the 24-hour period on his v-go 30 device. Patient reports that on both days he followed proper fill, wear, and go procedure and pressed down on the round part of the needle button until it locked into place. Patient reports that in both events he was wearing his v-go device on his abdomen and the button released approximately 6 to 8 hours after application. Patient reported that on the date of (B)(6) 2021 he was removing his shirt when the needle button popped out but there was no interference with the v-go device. Patient disposed the v-go devices.